Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy and flow rate issues. The manufacturer¿s international service technician replaced a valve plate and the flow sensor to address the reported problems. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted a possible data acquisition da pcba failure and replaced a valve plate (pressure accuracy - pressure at 1 cmh2o). There was also a possible fault with the flow sensor and replaced it (oxygen flow accuracy - oxygen flow at 140 slpm). There was no patient involvement.